Event description:
Technician alleged that the bed went into reverse trendelenburg on its own and damaged the wire guide.

Manufacturer narrative:
Technician replaced the wire guide and the siderail switches to resolve the issue.pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.